Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient had a cannula that broke-off on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009506 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the damaged soft cannula. (E.g., penetrated by introducer needle). Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to (B)(4) version 2 on reference samples, reference samples passed the test. Functional test 2: air leak according to (B)(4) version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009506 was manufactured according to the wi version 74 manufactured in the line inset 6, on 03/oct/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/may/2025 against malfunction code damaged soft cannula. (E.g., penetrated by introducer needle) and lot 6009506 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.